Event description:
It was reported that there was oversensing of ventricular signals on this right atrial lead. No adverse patient effects were reported. The lead and associated device remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).